Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 265mm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that this system was explanted due to an unspecified product performance issue. The field representative does not have any additional information regarding the possible product performance issue. No additional adverse events were reported.